Event description:
Boston scientific received information that one day post implant, this patient experienced a pneumothorax. A chest tube was inserted to release the air inside the lung. No other adverse events have been reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated it additional information is received.